Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood sugar was 985mg/dl and she has been in the hospital due to high blood sugars. She was hospitalized on monday or tuesday and left due to the illness of her mother but the doctors wanted her to stay. She states that her healthcare professional informed her to take 10 units of insulin and keep the pump attached. The customer declined troubleshooting. The customer's current blood sugar is bg is 268 mg/dl. Nothing is returning.